Event description:
During routine testing of the device, the hospital based biomedical engineer reported, the roller pump generated a "belt slip" error message and a grinding noise was heard in the motor. The device was returned for further investigation. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.